Event description:
Caregiver called regarding (B)(6) pt had an allergic reaction of hives "all over stomach and legs," when he tried a new catheter on the night of (B)(6) 2011. Caregiver gave pt benadryl for hives, and says hives look better this morning." Caregiver also called company and spoke to representative which stated "pt may be allergic to the sticky stuff." Caregiver does not know what representative is referring to.